Event description:
Plaintiff alleges being diagnosed as suffering from type-I latex allergy from her exposure to latex gloves. She alleges that as a result of the sensitization, she has suffered physical injuries including allergic rhinitis, hives, shortness of breath, itchy and watery eyes, urticaria and other physical manifestations of her injuries, as well as great despair and loss of enjoyment of life. Plaintiff's husband alleges loss of consortium of his wife.